Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 12, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received. The lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and no issues that could cause or contribute to the complaint issues were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5 ethnicity, race: information unknown/not provided. Section h6- health effect - impact code: 4625 used to report sutures. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The iol was explanted because the patient was experiencing halos, difficulty driving at night and night vision issues. The explanted lens was replaced with a non-jnj model. One suture was required. Reportedly, there was no patient injury. The patient outcome was reported as ¿fine¿. No further information was provided.